Manufacturer narrative:
The device evaluation indicated the returned unit did have a fractured hex. The bevel of the abutment appears to have been damaged during prepping which may have compromised the seat onto the implant and resulted in the fractured. The evaluation resulted in misuse by end user.

Event description:
The ucla hex has broken.